Event description:
It was reported that a customer experienced difficulties with a wake button, which was no longer working. There was no reported impact on the customer's blood glucose level. The device is expected to be returned for further inspection, and a replacement pump has been provided with a new serial number.